Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels since the day before the call. Blood glucose level at the time of the incident was 288 mg/dl. Blood glucose level at the time of the call was 340 mg/dl, which was treated with manual injections. During troubleshooting, the insulin pump failed to return a no delivery alarm and did not pass the high pressure test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.